Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After resetting, the malfunction code did not reappear, and the customer was advised to continue using the pump.